Manufacturer narrative:
(B)(4). Date sent: 3/14/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via journal article: title: totally intracorporeal colorectal anastomosis (tica) versus classical mini-laparotomy for specimen extraction, after segmental bowel resection for deep endometriosis: a single-center experience. Author: manuel maria lanieri1-2, alessandra de cicco nardone1, pierfrancesco greco3e, antonella carcagnl3 4, federica campolo 1, fabio pacelli3, 5, giovanni scambia 1-3, francesco santullo5. Citation: https:/ /doi.org/10. 1007/s00404-024-07412-6. This is a single-center, observational, retrospective study to compare tica to conventional specimen extractions and extra-abdominal insertion of the anvil in terms of both complications and functional outcome. Between september 2019 and june 2022. Conducted enrolling symptomatic women underwent. The sample included 64 women. Tica was performed on 31.2% (n = 20) of the women, whereas CT was used on 68.8% (n = 44). None of the patients experienced recto vaginal, vesicovaginal, ureteral or vesical fistula, or ureteral stenosis and uroperitoneum, and in no cases was it necessary to reoperate. Regarding the two surgical approaches, no significant difference was observed in terms of complications. As concerns pain symptoms at 6-month follow-up evaluations on stratified data, except for dysuria, all vas scales reported showed significant reductions between median values, for both surgery interventions. As well, significant improvements were further observed in kess scores and overall giqli. Only the giqli evaluation was significantly smaller in the tica group compared to CT after the 6-month follow-up. The echelon flex tm endopath ® stapler (efes) 60 mm (ethicon, cincinnati, oh, USA). Which was used in the rectum was transected. Reported complications: fever (n=11), subcutaneous hematoma (n=1), pelvic abscess (n=3), hemoperitoneum (n=1)), urinary tract infections (n=8), bladder voiding deficit (n= 5), intestinal anastomosis leakage (n=1). In conclusions, no any significant differences in terms of intra- or post-operative complications compared tica and CT, but only a slight improvement in the gastro-intestinal quality of life index in patients who underwent the CT compared to the tica technique. Can be established. Established. These events occurred distally where the ethicon device.